Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt was awoken by the alarm and noted fluid all over the bed. Upon closer examination, the home pt identified that the transfer set had become disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.